Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
Generator defect - high reflected power. A patient was on the bed, opened for mwa, and a probe was opened and attached to generator. High reflective power error message displayed on the unit immediately. Several attempts were made to clear the error without success. A second and third applicator were opened to try and resolve the error. Both attempts were unsuccessful. A second solero generator was obtained from a different medical facility to complete the case. It was reported the patient was sedated during this time which was approximately 3 hours. It was reported the unit is available for return to the manufacturer for assessment.

Manufacturer narrative:
The unit was returned in good physical condition in a peli case. Functional testing was performed on the unit at several wattage and temperatures. When mw power was engaged at 60w, the power output spiked and unit shut down. The cover was removed, and no loose mw connections were noted. The ronerix card was replaced and the unit's software was updated. The unit was calibrated and tested. The unit passed all testing and met all acceptable criteria. The reported complaint description is confirmed. When the unit was fired for 2 minutes at 60w, the power output spiked and then the unit shut down. The root cause for the high reflected power was determined to be a defective solid state generator which was replaced. This is the first reported error of this unit for high reflected power. This is the first time the solid state generator has been replaced. The root cause of the solid state generator failure could not be determined. A review of the device history records (service order system) was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. This unit has had no previous service orders performed. The user manual, which is supplied to the user with this unit, states: under normal system operation, the output power may not reach the power setpoint due to tissue desiccation and the subsequent increase in reflected power. The power output (4) displays the "actual power" which is the difference between the instantaneous forward power and the instantaneous reflected power. As the ablation progresses, the forward power will remain nominally constant around the setpoint, but the reflected power will gradually increase. So, for a typical ablation, the power output display will initially be close to the setpoint, but decrease as the tissue desiccates. 6.2.5 high reflected power: the system will display a warning when the reflected power exceeds a preset threshold as shown, and abort the ablation. If this occurs, microwave energy is unable to be effectively transferred from the applicator tip into the targeted tissue due to desiccation. Further progress is blocked until the warning is acknowledged. If a "high reflected power" condition is indicated, several sources are possible and warning message will be displayed as shown. The following are several possible sources leading to the "high reflected power" condition: the applicators active region may not be fully inserted into the tissue or a transient gas. Pocket may have formed around the applicator tip. Adjust the positioning of the applicator. Adjust time as necessary. Press start/stop button to restart the ablation. Connection to the generator may have been lost. Check the connection to the generator. Adjust time as necessary. Press the start/stop button to restart the ablation. The applicator may be defective. Replace the applicator with a new one. If the problem persists, contact angiodynamics inc. For technical support. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).